Event description:
It was reported that the tube arm of the x-ray system fell from suspension. There was no pt involved in the incident. No injury was reported. The concern is for a serious injury if the tube arm were to fall on an operator or pt.

Manufacturer narrative:
Ge field engineer (fe) evaluated the system and found that the screws holding the cable to support the tube arm assembly failed due to material fatigue. The resulting fall damaged to tube. The system was taken out of service as it had reach its end-of-product and service life.